Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that the patient received an alert for low pacing lead impedance. Provocation tests and x-ray showed no problems. Insulation defect suspected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated, but not yet begun.